Event description:
Six barco view monitors used dome display cards have an average failure rate of once in 80 days. The failure is proceeded by a period of uncalibrated display. This is unacceptable for diagnostic imaging. These systems, used for radiographic image diagnosis, may have resulted in compromised viewing of x-ray images. There is a systematic incompatability between these components.